Event description:
It was reported that the external pulse generator (epg) turned off by itself while in use. The clinic tested the device including leaving it on for several days and shaking/manipulating the epg, but it still did not turn off by itself. It was returned for service and evaluation. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) turned off by itself while in use. The clinic tested the device including left it on for several days, shook/manipulated the epg, but it still did not turn off by itself. Return of the epg for evaluation and service, is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the external pulse generator was returned and analysis was unable to reproduce the customer's observations or complaint and the device passed all tests with no visual or electrical anomalies. Upon incoming inspection contaminated battery contacts were observed and it was further noted that this was the most probable cause for the reported issue.